Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250mg/dl while wearing the pod between 4 and 24 hours. The pod's adhesive reportedly separated from the infusion site (arm), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The pod arrived fully deployed. Significant damage was observed on the pod housing and the soft cannula. Corrosion was observed on the pcb and batteries, which prevented the retrieval of download data. Component damage prevented testing of the fluid path. Given the observed damages, the pod would not have been able to fill, complete priming and deploy the needle mechanism, which indicates that they occurred post-use. The root cause of the reported dislodged cannula could not be confirmed as complete testing of the device was not possible. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.